Event description:
The customer reported the system displayed an intermittent communication failure error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.